Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was connected to a power source with a non-tandem usb cable. The pump became warm and the usb port on the pump became burned. Subsequently, a usb cable was unable to be reinserted into the usb port. Customer's blood glucose (bg) level was 331 (mg/dl). In addition, the contact stated the customer has a red mark, like a burn, on their back where their skin was touching the pump while it was charging. An injection was delivered to address bg level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.